Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient presented with right ventricular lead noise that was being oversensed and inhibiting pacing noted via follow-up remote. Programming changes were recommended. No further information available.